Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred earlier that day. The contact declined to troubleshoot with tandem technical support (cts) and stated that customer planned to change out cartridge and infusion set. In addition, a malfunction alarm occurred. During troubleshooting with cts, the malfunction alarm was cleared and insulin delivery was able to be resumed. The customer had not tested blood glucose level at the time of the reported events. There was no reported impact to the customer's blood glucose level.